Event description:
The recipient reportedly experienced a decrease in performance and loss of lock. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed that the array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The reported complaint of decreased performance could not be verified during this analysis. The device passed all the tests performed. This older device configuration is not currently manufactured. This is the final report.